Event description:
The olympus representative reported on behalf of the customer that the two single use repositionable clips could not be deployed during the diagnostic esophagogastroduodenoscopy (egd) procedure as the clear sheath was broken at the proximal end. The procedure was prolonged by 15 minutes and resulted in more blood loss than necessary as a result of the issue. The procedure was completed with a third clip and the patient was then transferred for observation due to the blood loss. Related patient identifier: (B)(6) single use repositionable clip (hx-202ur / 37k).

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00363.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the adverse event was likely caused by user handling. However, since the subject device was not returned to olympus for evaluation, the issue could not be confirmed. Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope, instrument, and/or clip.¿ ¿when inserting the instrument into the endoscope, do not pull the slider forcibly. Otherwise, the clip may not open.¿ olympus will continue to monitor field performance for this device.

Event description:
The patient was transferred to the hospital for observation due to the blood loss and required another procedure to stop the bleeding.

Manufacturer narrative:
This supplemental report is being submitted to include additional information received. The following sections have been updated: b2, b5, h6. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number (B)(4).